Event description:
It was reported that the patient had received a two level lumbar intervertebral body fusion on (B)(6) 2011. During the final post-op follow-up with the patient, it was observed on x-ray that both s-lif ibf devices were backing out of the patient's disc space. Patient was revised on (B)(6) 2011. The devices were removed and replaced with an alternate intervertebral body fusion devices. There was no permanent impairment/damage to the patient.

Manufacturer narrative:
The device history record was reviewed and was found to meet quality requirements. It was reported and the films of the applicable imaging studies confirmed that the surgeon did not use any type of supplemental spinal fixation after implanting the s-lif ibf devices. It is likely that the s-lif ibf devices backed out of the patient's disc space because supplemental spinal fixation was not used to help stabilize the spine for proper fusion. Device labeling was reviewed and it is noted in the indications for use statement that "the spinefrontier s-lif intervertebral body fusion device is intended to be used with supplemental spinal fixation system(s) cleared for use in the lumbar spine." The s-lif ibf device is not intended to be used as a standalone device. This is clearly stated in all labeling for the s-lif ibf device system. It has been concluded that the device was not used according to labeled indications.